Event description:
It was reported that revision surgery was performed due to a cracked ceramic liner.

Manufacturer narrative:
.

Manufacturer narrative:
Manufacturing site number should be (B)(4).

Manufacturer narrative:
Customer indicated that there is no product/device to be returned for investigation analysis.